Manufacturer narrative:
Additional information was received by smiths medical on 10 sep, 2019. The reported event occurred on (B)(6) 2019, and there was no patient present, as the issue with the pump was found during a scheduled annual maintenance inspection. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and accuracy testing were performed. During investigation the pump was tested three times and the unit tested within spec according to our accuracy test stations. The customer's reported problem could not be duplicated. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that this cadd solis hpca pump was out of specification. The pump was tested 3 times. No adverse event reported.